Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 500 mg/dl. The caller stated that he attempted to delivery a bolus, but the pump gave a no delivery alarm. The caller stated that they will call back at a later time. The customer did not troubleshoot and did not send the product back for analysis.